Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the arm on (B)(6) 2025. On 02/23/2025, it was reported that the patient was found unconscious by their husband, and a signal loss was noted by the husband on the cgm display. The husband treated the patient with a glucagon injection and called an ambulance. When the paramedics took a fingerstick was the blood glucose reading was 48 mg/dl. The patient was brought to the hospital and received dextrose and intravenous fluids. The blood glucose reading went up to 236 mg/dl, and the patient was discharged on the same day. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.